Manufacturer narrative:
We are waiting for additional information from distributor. We are unaware about pt injury.

Event description:
The laser system has the following problem: "low power". No adverse effects to pt were reported.